Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an alert for atrial impedance last week and the patient was in clinic to have the audible beep reset. Health care professional stated that they received another atrial pacing lead impedance out of range alert today but the out of range value was not provided by the device. Technical services provided reprogramming recommendations. At this time, this ICD and competitor right atrial (ra) lead remains in service and there were no adverse patient effects reported.